Event description:
Tap - it was reported that 69 days after implantation of a 2.50x16 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a 75% stenotic lesion was located in the mid 1st obtuse marginal (omi) artery, distal to a previously placed stent. A 2.50x16 mm taxus stent was deployed in the lesion. Post-intervention results were reported on the vessel tortuosity or calcification. The patient received nitroglycerin and angiomax during the procedure. No information was reported concerning patient complications. The patient presented 69 days after the initial procedure with an 80% in-stent restenosis in the mid om1. The lesion was pre-dilated using a 2.5x20 mm maverick balloon. Subsequently, a 2.75x20 mm taxus stent was deployed in the mid om1 in the restenotic region. Post-intervention results were reported as 0% residual stenosis and a timi grade 3 flow. The patient was reported to have had "no complications" following the procedure.